Event description:
It was reported by the customer's mother, that her daughter received a button error on the insulin pump. It was also reported that they removed the battery to stop the alarm, and when they replaced the battery the buttons were unresponsive. Unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.